Event description:
Attorney reported: 2006 - patient had hernia repaired during which a composix kugel patch was used to repair the patient's hernia defect. Due to the mesh, patient suffered severe persistent abdominal pain, which was accompanied by abdominal distention and abdominal tenderness. In 2007 - due to the patient's condition, the mesh was explanted. Physicians discovered adhesions over the patient's colon and small bowel, which was determined to be the cause of the patient's above described intense pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.